Event description:
It was reported that o an unknown date (approximately two years ago), the patient underwent lumbar fusion from l4-s1 . Post-op, upon reviewing the x-rays it was noted that the two sacral screws were broken. The patient underwent arevision surgery. The surgeon was able to remove screw heads but the remainder broken screws were left implanted in the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer and the device evaluation is pending.